Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed that no smoke was detected from the host pc. However, a burning capacitor smell was noted from the generator cabinet's converter assembly. During troubleshooting, the fse identified converter 1 as defective. Further investigation, including a review of system logs, revealed additional faults in converter 2 and the converter board. To resolve the issue, the fse replaced the converter 8e and refilled the oil can. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's host computer was smoking and shut down. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.